Event description:
It was reported that the footrest on the axiom luminos drf sporadically falls down at this customer site. The footrest reportedly fell approximately 20 cm down during an exam while the pt was standing on it. The pt suffered a sprained calf muscle on the left leg. Two pts were examined prior to this incident without any reported issues. The reported event occurred in (B)(6).

Manufacturer narrative:
The operator manual xpd3-500.620.01.01.02 contains info regarding proper attachment of the footrest to the unit, and warnings regarding danger of slipping off in cases where the footrest is not firmly attached.